Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The products was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we the technician confirmed that the forward body cover broken, the air/water nozzle clogged, the control body corroded, the lg connector corroded, the remote control buttons cut, and the electrical pin connector loose; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls. Therefore, based on the technical report "hr-rpt-0585 (nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.